Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The reported complaint can¿t be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. No issues were reported during the manufacturing process of this order number. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no deviations or non-conformity associated with the complaint were found. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter telephone phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptics stick, holding hands, and they are difficult to solve (remove). Additional communication on (B)(6) 2015 stated it is not known if the haptic stuck to the other haptic or if the haptic stuck to the optic. No patient injury reported. No further information is available. This report is 2 of 2 and is to capture the complaint specifically against the zcb00 28.5 diopter lens.